Manufacturer narrative:
A review of the complaint revealed that no disinfection was performed before homeostasis; however, there was no glove change. Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
The patient underwent an ablation procedure during which two vascade mvp closure devices were utilized at separate access sites. Four days postoperatively, a localized infection developed at one of the closure sites. Antibiotic therapy was initiated, and the patient was discharged.